Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer experienced keypad anomaly. It was reported that buttons were not responding. Insulin pump will be replaced. Customer's blood glucose was not reported.

Manufacturer narrative:
The insulin pump was received stuck on constant boot-up then full segment display loop, the problem was isolated to the mother board also, unable to verify button keypad anomaly or perform the functional testing, including the operating currents measurement, self-test, a21 error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to display anomaly. The insulin pump had minor scratched display window.